Manufacturer narrative:
Revision planned for pt with a bicompartmental knee resurfacing device. Review of device history record indicated that the device was manufactured to specification.

Event description:
Revision planned for pt with a bicompartmental knee resurfacing device.